Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation and developed pericardial effusion. The patient required a pericardial window. The device was programmed to asynchronous mode for surgery. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.